Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It as observed that the internal hlc batteries, designators bt1, bt2, and bt3 located on the analog pcb assembly, were all depleted and could no longer hold a charge.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no report of any patient use associated with the reported issue.